Manufacturer narrative:
D2b pro code (product code): obj. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred resulting in a dissection. The target lesion was located in the mid left anterior descending artery (lad). The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter monorail was distal to a stent in the mid lad. After the catheter was withdrawn roughly to the circumflex ostium, it was noted that the catheter would no longer withdraw on the wire. The catheter tip prolapsed on the guidewire causing a loop and a kink which were seen under fluoroscopy. Further attempts to remove the catheter were unsuccessful and the catheter and guidewire had to be removed together, causing a large type d dissection in the proximal lad near the circumflex ostium. No intervention was required to treat the dissection. There were no notable patient symptoms related to the dissection and there did not appear to be a perforation. The patient was stable post-procedure and was carefully monitored overnight in the intensive care unit.